Manufacturer narrative:
Results of investigation: the vyaire failure analysis lab received the suspected device/component and performed a failure investigation. The reported issue was confirmed but was unable to be duplicated in the laboratory setting. The root cause of the reported issue was determined to be related to auto-zero solenoids being slow to respond due to solenoid failure.

Manufacturer narrative:
At this time, carefusion has not received the suspect device/component for evaluation.

Event description:
The customer reported that their vela ventilator displayed an unresolved "vent inop, motor fault, and xdcr" alarm. The customer reported that the issue occurred during patient use but that there was no patient harm or injury.